Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument for failure analysis investigation. Failure analysis confirmed that the pch instrument had thermal damage at the weld connection. Upon closer inspection, the conductor wire was also found broken at the weld and dislodged from the monopolar yaw pulley. The instrument failed the electrical continuity test. This complaint is being reported due to the following conclusion: the conductor wire was found broken at the weld during failure analysis. Although, there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure the customer had noticed excessive smoking at the clear yellow joint of the permanent cautery hook (pch) instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that there was no arcing or sparking that occurred on the pch instrument. There was no burn or harm to the patient's tissue. No intervention was required. Instrument was inspected prior to use with no abnormalities. A spare cautery hook was used instead. There was no bio-debris on the instrument. No collisions occurred.